Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press. Customer used more pressure and button was pressed to turn pump touchscreen on. Afterward, button was working appropriately. Customer's blood glucose was 300 mg/dl.